Event description:
It was reported that during a device change out due to eri, fluoroscopy showed externalized conductors. No electrical anomalies were reported. Lead was capped and replaced. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.